Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a regular follow-up, loss of capture was observed. Dislodgement was observed via x-ray. The device was reprogrammed to rv only. The lead was later explanted and successfully replaced. The patient tolerated the procedure well and was discharged post recovery.